Manufacturer narrative:
Additional information has been added, which was not included with the initial report. The information has been provided in section h7 and h9 with this report. The pump passed, the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08735 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the (primary) ss, event date of (B)(6) 2024. There is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus. And all insulin delivered on the (primary) ss, event date of (B)(6) 2024. Listed on smartsolve. Daily total collection start time = 10/02/2024, 00:00:00.000: daily total of all insulin delivered = 53.95, daily total of basal insulin delivered = 21.55, daily total of bolus insulin delivered = 32.4. 10/02/2024, 00:32:00.000, normal bolus delivered: bolus programming method = bolus wizard, normal bolus amount programmed = 15, bolus amount delivered = 15. 10/02/2024, 03:35:46.000, normal bolus delivered: bolus programming method = bolus wizard, normal bolus amount programmed = 15, bolus amount delivered = 15. 10/02/2024, 03:51:28.000, normal bolus delivered: bolus programming method = bolus wizard, normal bolus amount programmed = 1.8, bolus amount delivered = 1.8 10/02/2024, 03:57:48.000, normal bolus delivered: bolus programming method = bolus wizard, normal bolus amount programmed = 0.6, bolus amount delivered = 0.6. The pump was programmed with multiple bolus deliveries. And all bolus delivered properly their indicated, amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no unexpected pump error(s)/alarm(s) noted 1 week, prior to the (primary) ss, event date of (B)(6) 2024, in the formatted history file. Unable to confirm, battery cap cracked/damaged and battery cap contact missing/damaged, due to pump received, without the original battery cap. A test battery cap locks securely into place and the pump powered up properly. The pump was received, without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment, during testing. The following were noted, during visual inspection: a cracked keypad overlay, a partially broken battery tube threads, a scratched case, a cracked case behind the pump and a cracked case-corner of belt clip rails near the battery tube compartment. Unable to confirm, battery cap cracked/damaged and battery cap contact missing/damaged, due to pump received, without the original battery cap. Battery cap cracked/damaged and battery cap contact missing/damaged were unknown. The pump passed, all the required testing. Unable to verify, customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose event. The customer reported hyperglycemia treated with hospitalization: overnight stay. The event involved product(s) mmt-1780kpk, mmt-397a, mmt-332a. Customer declined the troubleshooting. Customer reported high bgs. It was unknown whether the customer used the insulin pump system within 48 hours of the reported event or not. It was unknown whether the auto mode feature was active at the time of the event or not. No further patient complications were reported. The customer will discontinue use of the device. Mmt-1780kpk was requested and customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.